Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call the insulin pump alarmed button error and high blood glucose event. The customer¿s blood glucose was 27.0 mmol/l at the time of incident. Customer¿s parent stated that the insulin pump. Alarmed button error after possible exposure to moisture. Button error troubleshooting was performed and confirmed that time is advancing. Customer 's parent reported a high blood glucose of 27.0 mmol/l and mentioned that they do not have a back up plan for treatment. The customer¿s parent was advised to have the customer discontinue use of pump and go to the nearest ER for treatment. The insulin pump is not expected to return for analysis.